Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a delayed keypad response. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). During baxter's evaluation, the delayed keypad response was confirmed and was reproduced. Evaluation found that the delay in response was 3 seconds, caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.